Manufacturer narrative:
Results: cracked head-end siderails.

Event description:
It was reported by service report that the head end siderail outer panels were cracked. It is unknown if there was patient involvement or adverse consequences to report.